Event description:
The surgeon deployed a capsule to the esophagus. Scope was inserted to verify placement. Capsule was not observed. Patient subsequently coughed and the capsule exited the patient's mouth. Capsule was reinserted, deployed, and proper placement was observed.